Event description:
It was reported that the unit started alarming during a case. The unit was restarted and the case was completed. Additional information received on (B)(4) 2014: there was an alarm tone toward the end of an open heart case. During the patient warming process, the unit stopped circulating water. The unit was powered off then on and started to warm the patient, but the initial water temperature cooled the patient. This was not enough to cause harm. The patient was brought to 97 degrees c and the case was completed without complication. (B)(4).